Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2012-06916. Reference MFR. Report# 1627487-2012-06917. The patient has three leads (for off-label use). It was reported the patient is experiencing inadequate and uncomfortable stimulation. Reprogramming was unsuccessful. The patient underwent a fluoroscopy and no anomalies were found. The patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.